Event description:
The following information was provided: as per pss implant request: conversion of right proximal humerus cemented gmrs to reverse shoulder replacement. Will retain cemented stem. History of osteosarcoma who underwent proximal humerus resection and endoprosthetic reconstruction on (B)(6) 2022. She developed subluxation of her humeral head and it is now dislocated. Planned surgery date (B)(6) 2023.